Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, scratch-like marks were observed on the optic and haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was good. Add'l info has been requested.